Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed info. It was reported that the facility moved the tube sheath of the subject device toward the distal end when they tried to release the loop. The subject device was returned to omsc for eval. The eval confirmed that the end of the loop was lodged between inside of the coil sheath and the hook of the subject device however, there were no other abnormalities related to the phenomenon in the subject device. The hx-400-30 instruction manual already states; warnings: when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop my get stuck inside the instrument.

Event description:
Olympus medical systems corp (omsc) was informed that during a colonoscopy polypectomy procedure, the user successfully placed the loop over a polyp and tightened it using the subject device; however could not release the loop from the subject device. The facility reportedly cut the handle of the subject device and withdrew the colonoscope with the loop and insertion tube of the device remained in the pt. Then, the facility reportedly cut the loop using a loop cutter and withdrew the device after resection of the polyp with a snare. It was reported that the facility completed the procedure after treating the resection site with clips and there was no pt injury.